Event description:
It was reported that the user was unable to manually ventilate the patient. The user reported an inspired co2 value of 15 mmhg and a gross leak in the breathing system. It was also reported that the user was using a very high fresh gas flow, had the apl valve set to man position, pressed the o2 flush button but was unable to inflate the reservoir bag to ventilate the patient.